Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Abbvie has chosen to report this event due to the potential that the peg tube involved could have been abbvie branded tubing. The device involved in the event was not returned/remained in the patient; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube use. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (country) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced stoma site infection and was treated with antibiotic keflex. No further information was available as the patient declined for physician to be contacted.